Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and poor device performance. It was reported that open circuit is noted on e19. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 16, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 23, 2024.